Event description:
It was reported that high, out of range, pacing lead impedance was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.